Event description:
This event was reported as subacute bacterial endocarditis, source unknown with a periannular abscess and a small perivalvular leak. The pt had a stroke affecting the left side of the body. No further info was provided.